Event description:
Pt admitted friday, (B)(6) 2014 for infected knee. As part of the treatment, the surgeon elected to mix 1g vancomycin and 1.2g tobramycin with 10cc stimulan rapid cure. Over the weekend ((B)(6) 2014), the pt presented with hypercalcemia. Pt history details: pt was on vancomycin IV pre-operatively and at discharge and got one dose of ancef at surgical induction. Pt's vancomycin trough was 13.8 pre-operatively (normal) and 17.2 at post-operative day 8. Pt had no history of renal dysfunction of calcium disorders pre-operatively. She has a history of renal stones of unk type. Pt's bun/creatine was 7/0.7 pre-operatively and were 8/1.0 at discharge. Serum calcium level at initial admission was 9.2. It rose to 12.3 on post-op day #2. At discharge it was 8.6. On post-op day #2 the pt was given calcitonin and pamidronate. Most of the stimulan beads appear to have resorbed on radiographs. The pt is doing better, however, infection will continue to be monitored. Other devices / substances used:1g vancomycin and 1.2g tobramycin, IV vancomycin, 1 dose ancef. ICU: calcitonin, pamidronate.

Manufacturer narrative:
Suspected root cause: this was a physician directed use. Mixing with other substances is an off-label use in the USA. In cases previously documented where high levels of vancomycin and tobramycin have been administered, the pt has acute kidney injury. Vancomycin and tobramycin are documented to be nephrotoxic. Acute kidney injury may contribute towards hypercalcemia.